Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crtd, implanted: (B)(6) 2018; product ID: 4674 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed. It was noted the patient could feel a slower heartrate due to the timing of the twos. The rv lead sensitivity parameters were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.